Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose is good. The customer stated that they have backup plan available. The customer stated that the pump was not dropped nor bumped. The customer agreed to contact with sales representative.